Event description:
Baxter was notified by the hospital they had encountered problem when stopping the pump to change a volume to be infused (vtbi). The hospital reported, in the critical care it was too time consuming and pt's blood pressure dropped when they stopped the pump to change vtbi. Reportedly, this also affected all other medications that were running concurrently in other channels, even though no changes had occurred to those channels. The facility reported a nurse needed to do a routine change of tubing and infusion bag. The nurse reportedly being afarid that the pt's blood pressure would drop, from the past experience with the pump, prepared the new infusion and had it running in another channel, so the switch over would be rapid. The pump channel showed it was infusing and the patient's mean arterial pressure dropped to 40 mm hg. The pt was reported to require medication and fluid resuscitation along with the cardiopulmonary resuscitation (CPR). No additional information available.